Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction alarms and post-surgical bleeding. Multiple blood products were transfused and proper placement of the pump was confirmed. The patient went back to surgery for a washout. Impella support continues.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low pump flow was not determined since insufficient clinical details were provided and data logs were not available. No defects were found with the returned pump.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.